Event description:
Patient¿s legal counsel reported patient underwent right hip arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2014 due to patient allegations of elevated metal ion levels, pain, and personal injury. The modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fretting and crevice corrosion may occur at interfaces between components." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 MDR;s filed for the same event (reference 1825034-2015-01758 / 01759).

Event description:
Patient¿s legal counsel reported patient underwent right hip arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2014 due to patient allegations of elevated metal ion levels, pain, and personal injury. The modular head and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient's medical records indicate that patient's revision procedure on (B)(6) 2014 was due to grinding, debris and anteverted acetabular cup. During the procedure the surgeon noted, corrosion on the trunnion, the acetabular cup was well-fixed and metal debris synovitis were noted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-01758 /-01759).